Manufacturer narrative:
The freedom drivers have been returned to syncardia for eval. An investigation has been initiated and preliminary results indicated that the drivers performed as intended and there is no evidence of a device malfunction. When the investigation has been completed, the results will be provided in a supplemental MDR.

Event description:
The reported issue involves three freedom drivers and are reported under three separate medical device reports: freedom driver sn (B)(4) (MFR report # 3003761017-2015-00067); freedom driver sn (B)(4) (MFR report # 3003761017-2015-00068); and freedom driver sn (B)(4) (MFR report # 3003761017-2015-00069). The customer reported that all three freedom drivers exhibited fault alarms while supporting a pt at home. The customer also reported that the pt, who was at home, was unconscious with labored breathing when the first driver exhibited a fault alarm. The pt was transported to the emergency room at (B)(6) and switched to the second freedom driver. The second freedom driver exhibited a fault alarm and the pt was switched to the third freedom driver. Third freedom driver exhibited a fault alarm. The pt subsequently expired.